Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance measurements. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.